Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4). On 13-jan-2014. The most recent information was received on 20-apr-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pains on my right side worse than labor pain, severe cramps, sometimes pain for no reason in the pelvic area/ really painful"), the first episode of pulmonary embolism ("pulmonary embolism"), the third episode of pulmonary embolism ("pulmonary embolism episode") and the second episode of pulmonary embolism ("pulmonary embolism episode") in a 32-year-old female patient who had essure (batch no. 796910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (date of births: 07-sep-2000 and 07-jan-2003), multiple cesarean sections, gallbladder operation on 28-aug-2009 and hernia repair on 17-aug-2015. Previously administered products included for an unreported indication: implanon from 2007 to may 2011. Concurrent conditions included general anesthesia since 18-may-2011 and hypothyroidism. Concomitant products included cyclobenzaprine hydrochloride (flexeril) for back pain, medroxyprogesterone (depo provera) from may 2011 to august 2011 for birth control, lisinopril since july 2017 for blood pressure abnormal, atenolol for blood pressure high, topiramate (topamax) for headache and weight loss, potassium for potassium low, trazodone since july 2017 for sleep difficult, levothyroxine for thyroid activity decreased as well as furosemide (lasix) and spironolactone. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods with blod clots"), weight increased ("weight gain (75lbs)") and allergy to metals ("nickel allergy") with rash. On (B)(6) 2011, 1 month 12 days after insertion of essure, the patient experienced the first episode of pulmonary embolism (seriousness criterion disability). In july 2011, the patient experienced neuropathy peripheral ("neuropathy in her thighs / neuropathy"). In september 2012, the patient experienced peripheral swelling ("swelling in her hands / swelling in her feet"). In december 2012, the patient experienced migraine ("migraines"). In may 2013, the patient experienced abdominal pain lower ("severe cramps"). In march 2015, the patient experienced tooth loss ("loss of all teeth"). In august 2016, the patient experienced abdominal distension ("bloating / bloated stomach"). On (B)(6) 2017, the patient experienced the second episode of pulmonary embolism (seriousness criterion disability). On (B)(6) 2018, the patient experienced the third episode of pulmonary embolism (seriousness criterion disability). On an unknown date, the patient experienced depression ("depression / depression") with loss of libido, irritability and feeling abnormal, hypothyroidism ("worsening of hypothyroidism / aggravates hypothyroidism") with fatigue and alopecia, tooth disorder ("lost all her teeth have dentures cause they started crumbling"), dyspareunia ("painful sex when she had it"), inflammation ("went for confirmation test and could not have it done because she was so inflamed"), sciatica ("thigh was numb from sciatica") with back pain and hypoaesthesia, bipolar disorder ("bipolar"), anxiety ("anxiety") and post-traumatic stress disorder ("ptsd"). The patient was treated with anticoagulant sodium citrate, muscle relaxants, gabapentin, sumatriptan (imitrex) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, tooth loss, abdominal pain lower, abdominal distension, peripheral swelling, neuropathy peripheral, depression, hypothyroidism, menorrhagia, weight increased, allergy to metals, tooth disorder, dyspareunia, inflammation, sciatica, bipolar disorder, anxiety and post-traumatic stress disorder had not resolved and the last episode of pulmonary embolism outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, anxiety, bipolar disorder, depression, dyspareunia, hypothyroidism, inflammation, menorrhagia, migraine, neuropathy peripheral, pelvic pain, peripheral swelling, post-traumatic stress disorder, sciatica, tooth disorder, tooth loss, weight increased, the first episode of pulmonary embolism, the second episode of pulmonary embolism and the third episode of pulmonary embolism to be related to essure. The reporter commented: she did not claim unintended pregnancy following her use of essure. She did not claim allergic to nickel or any other component of essure.she did not retain any portion of essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in may 2013: coils were located on 18-nov-2013: fluoroscopy :essure confirmation test . Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the consumer, other, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-apr-2018: pfs received: episodes of pulmonary embolisms on 11-dec-2017 and 27-mar-2018. Essure removal details provided (removal through bilateral salpingectomy performed on 27-sep-2016). Treatment details updated, event dates updated. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on (B)(6) 2014. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pains on my right side worse than labor pain, severe cramps, sometimes pain for no reason in the pelvic area/ really painful') and multiple episodes of pulmonary embolism ('pulmonary embolism episode', 'pulmonary embolism') in a 32-year-old female patient who had essure (batch no. 796910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hernia repair on (B)(6) 2015, gallbladder operation on (B)(6) 2009, gravida ii, parity 2 (date of births: (B)(6) 2000 and (B)(6) 2003), multiple cesarean sections, restless leg syndrome, urinary tract infection, periumbilical pain, bacterial vaginosis, ovarian cyst, bipolar disorder, cholecystectomy, chest pain, diaphoresis, shortness of breath, unilateral leg swelling, morbid obesity, suicide, bipolar depression, sleeplessness, menarche, sleep apnea, ankle operation, chronic lung disease, cancer, hepatic disease, neuromuscular disorder nos, seizures, cardiac catheterization, peripheral swelling, dysuria and orthopnea. Previously administered products included for an unreported indication: implanon from 2007 to (B)(6) 2011. Concurrent conditions included general anesthesia since (B)(6) 2011, hypothyroidism, nausea, hypertension, uterine bleeding, diarrhea, sexual dysfunction, obstructive sleep apnea syndrome, dyspnea exertional, bipolar affective disorder, right lower quadrant pain, skin disorder, dysplastic nevus, skin lesion inflammation, tenderness, toothache, dental caries, microcytic anemia, weight loss, loss of energy, nose bleeds, neck stiffness, palpitations, muscle ache, joint ache, joint stiffness, dyspnea, insomnia, sleep disturbance, edema, heartburn, asthma, diabetes mellitus, galactorrhea, pain in extremity, umbilical hernia, constipation, ventral hernia, macromastia, emesis, hepatic steatosis, tremor, amenorrhea, appetite decreased nos, vaginal bleeding and dysmenorrhea. Concomitant products included cyclobenzaprine hydrochloride (flexeril) for back pain, medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2011 for birth control, lisinopril since (B)(6) 2017 for blood pressure abnormal, atenolol for blood pressure high, topiramate (topamax) for headache and weight loss, potassium for potassium low, trazodone since (B)(6) 2017 for sleep difficult, levothyroxine for thyroid activity decreased as well as furosemide (lasix) and spironolactone. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, anxiety, bipolar disorder, cyst, depression, dyspareunia, hypothyroidism, inflammation, menorrhagia, migraine, neuropathy peripheral, pelvic pain, peripheral swelling, post-traumatic stress disorder, sciatica, tooth disorder, tooth loss, weight increased, the first episode of pulmonary embolism, the second episode of pulmonary embolism and the third episode of pulmonary embolism to be related to essure. The reporter commented: she did not claim unintended pregnancy following her use of essure. She did not claim allergic to nickel or any other component of essure.she did not retain any portion of essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2011: results: interval decrease in size of the right ovarian cys. X-ray - in (B)(6) 2013: results: coils were located. Diagnostic results: on (B)(6) 2013: fluoroscopy :essure confirmation test. On (B)(6) 2014: transvaginal ultrasound: bilateral essure devices within the expected location of the fallopian tubes however precise localization is not possible on plain film. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical records: weight increased, depression, pelvic pain, pulmonary embolism, fatigue, migraine, menorrhagia, back pain, and anxiety. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the consumer, other, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received : reporter added. Event cyst nos added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: FDA- (B)(4), on (B)(6) 2014. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pains on my right side worse than labor pain, severe cramps, sometimes pain for no reason in the pelvic area/ really painful') and multiple episodes of pulmonary embolism ('pulmonary embolism episode', 'pulmonary embolism') in a 32-year-old female patient who had essure (batch no. 796910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hernia repair on (B)(6) 2015, gallbladder operation on (B)(6) 2009, gravida ii, parity 2 (date of births: (B)(6) 2000 and (B)(6) 2003, multiple cesarean sections, restless leg syndrome, urinary tract infection, periumbilical pain, bacterial vaginosis, ovarian cyst, bipolar disorder, cholecystectomy, chest pain, diaphoresis, shortness of breath, unilateral leg swelling, morbid obesity, suicide, bipolar depression, sleeplessness, menarche, sleep apnea, ankle operation, chronic lung disease, cancer, hepatic disease, neuromuscular disorder nos, seizures, cardiac catheterization, peripheral swelling, dysuria and orthopnea. Previously administered products included for an unreported indication: implanon from 2007 to (B)(6) of 2011. Concurrent conditions included general anesthesia since (B)(6) 2011, hypothyroidism, nausea, hypertension, uterine bleeding, diarrhea, sexual dysfunction, obstructive sleep apnea syndrome, dyspnea exertional, bipolar affective disorder, right lower quadrant pain, skin disorder, dysplastic nevus, skin lesion inflammation, tenderness, toothache, dental caries, microcytic anemia, weight loss, loss of energy, nose bleeds, neck stiffness, palpitations, muscle ache, joint ache, joint stiffness, dyspnea, insomnia, sleep disturbance, edema, heartburn, asthma, diabetes mellitus, galactorrhea, pain in extremity, umbilical hernia, constipation, ventral hernia, macromastia, emesis, hepatic steatosis, tremor, amenorrhea, appetite decreased nos, vaginal bleeding and dysmenorrhea. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) of 2011 to (B)(6) of 2011 for birth control, lisinopril since (B)(6) of 2017 for blood pressure abnormal, atenolol for blood pressure high, topiramate (topamax) for headache and weight loss, potassium for potassium low, trazodone since (B)(6) of 2017 for sleep difficult, levothyroxine for thyroid activity decreased as well as furosemide (lasix) and spironolactone. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods with blod clots") and allergy to metals ("nickel allergy") with rash and was found to have weight increased ("weight gain (75lbs)"). On (B)(6) 2011, the patient experienced the first episode of pulmonary embolism (seriousness criterion disability), 1 month 12 days after insertion of essure. In (B)(6) of 2011, the patient experienced neuropathy peripheral ("neuropathy in her thighs / neuropathy"). In (B)(6) of 2012, the patient experienced peripheral swelling ("swelling in her hands / swelling in her feet"). In (B)(6) of 2012, the patient experienced migraine ("migraines"). In (B)(6) of 2013, the patient experienced abdominal pain lower ("severe cramps"). In (B)(6) of 2015, the patient experienced tooth loss ("loss of all teeth"). In (B)(6) of 2016, the patient experienced abdominal distension ("bloating / bloated stomach"). On (B)(6) 2017, the patient experienced the second episode of pulmonary embolism (seriousness criterion disability). On (B)(6) 2018, the patient experienced the third episode of pulmonary embolism (seriousness criterion disability). On an unknown date, the patient experienced depression ("depression / depression") with loss of libido, irritability and feeling abnormal, hypothyroidism ("worsening of hypothyroidism / aggravates hypothyroidism") with fatigue and alopecia, tooth fracture ("teeth just crumbled, pieces of teeth before had pulled"), dyspareunia ("painful sex when she had it"), inflammation ("went for confirmation test and could not have it done because she was so inflamed"), sciatica ("thigh was numb from sciatica") with back pain and hypoaesthesia, bipolar disorder ("bipolar"), anxiety ("anxiety"), post-traumatic stress disorder ("ptsd"), cyst ("cyst") and toothache ("tooth pain"). The patient was treated with alprazolam, gabapentin, muscle relaxants, sodium citrate dihydrate;water for injection (anticoagulant sodium citrate), sumatriptan (imitrex) and surgery (bilateral salpingectomy, hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, tooth loss, abdominal pain lower, abdominal distension, peripheral swelling, neuropathy peripheral, depression, hypothyroidism, menorrhagia, weight increased, allergy to metals, tooth fracture, dyspareunia, inflammation, sciatica, bipolar disorder, anxiety and post-traumatic stress disorder had not resolved and the last episode of pulmonary embolism, cyst and toothache outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, anxiety, bipolar disorder, cyst, depression, dyspareunia, hypothyroidism, inflammation, menorrhagia, migraine, neuropathy peripheral, pelvic pain, peripheral swelling, post-traumatic stress disorder, sciatica, tooth fracture, tooth loss, toothache, weight increased, the first episode of pulmonary embolism, the second episode of pulmonary embolism and the third episode of pulmonary embolism to be related to essure. The reporter commented: she did not claim unintended pregnancy following her use of essure. She did not claim allergic to nickel or any other component of essure.she did not retain any portion of essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2011: results: interval decrease in size of the right ovarian cys. X-ray - in (B)(6) of 2013: results: coils were located. Diagnostic results: on (B)(6) 2013: fluoroscopy :essure confirmation test. On (B)(6) 2014: transvaginal ultrasound: bilateral essure devices within the expected location of the fallopian tubes however precise localization is not possible on plain film. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical records: weight increased, depression, pelvic pain, pulmonary embolism, fatigue, migraine, menorrhagia, back pain, and anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, other, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received: reporter added. Event coding changed from tooth disorder to tooth fracture. Event tooth pain was added. Fu 16 and 17 processed together. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 13-jan-2014. The most recent information was received on 01-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pains on my right side worse than labor pain, severe cramps, sometimes pain for no reason in the pelvic area/ really painful') and multiple episodes of pulmonary embolism ('pulmonary embolism episode', 'pulmonary embolism') in a 32-year-old female patient who had essure (batch no. 796910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hernia repair on (B)(6) 2015, gallbladder operation on (B)(6) 2009, gravida ii, parity 2 (date of births: (B)(6) 2000 and (B)(6) 2003), multiple cesarean sections, restless leg syndrome, urinary tract infection, periumbilical pain, bacterial vaginosis, ovarian cyst, bipolar disorder, cholecystectomy, chest pain, diaphoresis, shortness of breath, unilateral leg swelling, morbid obesity, suicide, bipolar depression, sleeplessness, menarche, sleep apnea, ankle operation, chronic lung disease, cancer, hepatic disease, neuromuscular disorder nos, seizures, cardiac catheterization, peripheral swelling, dysuria and orthopnea. Previously administered products included for an unreported indication: implanon from 2007 to (B)(6) 2011. Concurrent conditions included general anesthesia since (B)(6) 2011, hypothyroidism, nausea, hypertension, uterine bleeding, diarrhea, sexual dysfunction, obstructive sleep apnea syndrome, dyspnea exertional, bipolar affective disorder, right lower quadrant pain, skin disorder, dysplastic nevus, skin lesion inflammation, tenderness, toothache, dental caries, microcytic anemia, weight loss, loss of energy, nose bleeds, neck stiffness, palpitations, muscle ache, joint ache, joint stiffness, dyspnea, insomnia, sleep disturbance, edema, heartburn, asthma, diabetes mellitus, galactorrhea, pain in extremity, umbilical hernia, constipation, ventral hernia, macromastia, emesis, hepatic steatosis, tremor, amenorrhea, appetite decreased nos, vaginal bleeding and dysmenorrhea. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2011 for birth control, lisinopril since (B)(6) 2017 for blood pressure abnormal, atenolol for blood pressure high, topiramate (topamax) for headache and weight loss, potassium for potassium low, trazodone since (B)(6) 2017 for sleep difficult, levothyroxine for thyroid activity decreased as well as furosemide (lasix) and spironolactone. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods with blood clots") and allergy to metals ("nickel allergy") with rash and was found to have weight increased ("weight gain (75lbs)"). On (B)(6) 2011, the patient experienced the first episode of pulmonary embolism (seriousness criterion disability), 1 month 12 days after insertion of essure. In (B)(6) 2011, the patient experienced neuropathy peripheral ("neuropathy in her thighs / neuropathy"). In (B)(6) 2012, the patient experienced peripheral swelling ("swelling in her hands / swelling in her feet"). In (B)(6) 2012, the patient experienced migraine ("migraines"). In (B)(6) 2013, the patient experienced abdominal pain lower ("severe cramps"). In (B)(6) 2015, the patient experienced tooth loss ("loss of all teeth"). In (B)(6) 2016, the patient experienced abdominal distension ("bloating / bloated stomach"). On (B)(6) 2017, the patient experienced the second episode of pulmonary embolism (seriousness criterion disability). On (B)(6) 2018, the patient experienced the third episode of pulmonary embolism (seriousness criterion disability). On an unknown date, the patient experienced depression ("depression / depression") with loss of libido, irritability and feeling abnormal, hypothyroidism ("worsening of hypothyroidism / aggravates hypothyroidism") with fatigue and alopecia, tooth fracture ("teeth just crumbled, pieces of teeth before had pulled"), dyspareunia ("painful sex when she had it"), inflammation ("went for confirmation test and could not have it done because she was so inflamed"), sciatica ("thigh was numb from sciatica") with back pain and hypoaesthesia, bipolar disorder ("bipolar"), anxiety ("anxiety"), post-traumatic stress disorder ("ptsd"), cyst ("cyst") and toothache ("tooth pain"). The patient was treated with alprazolam, gabapentin, muscle relaxants, sodium citrate dihydrate;water for injection (anticoagulant sodium citrate), sumatriptan (imitrex) and surgery (bilateral salpingectomy, hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, tooth loss, abdominal pain lower, abdominal distension, peripheral swelling, neuropathy peripheral, depression, hypothyroidism, menorrhagia, weight increased, allergy to metals, tooth fracture, dyspareunia, inflammation, sciatica, bipolar disorder, anxiety and post-traumatic stress disorder had not resolved and the last episode of pulmonary embolism, cyst and toothache outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, anxiety, bipolar disorder, cyst, depression, dyspareunia, hypothyroidism, inflammation, menorrhagia, migraine, neuropathy peripheral, pelvic pain, peripheral swelling, post-traumatic stress disorder, sciatica, tooth fracture, tooth loss, toothache, weight increased, the first episode of pulmonary embolism, the second episode of pulmonary embolism and the third episode of pulmonary embolism to be related to essure. The reporter commented: she did not claim unintended pregnancy following her use of essure. She did not claim allergic to nickel or any other component of essure. She did not retain any portion of essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2011: results: interval decrease in size of the right ovarian cys. X-ray - in (B)(6) 2013: results: coils were located. Diagnostic results: on (B)(6) 2013: fluoroscopy: essure confirmation test. On (B)(6) 2014: transvaginal ultrasound: bilateral essure devices within the expected location of the fallopian tubes however precise localization is not possible on plain film. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical records: weight increased, depression, pelvic pain, pulmonary embolism, fatigue, migraine, menorrhagia, back pain, and anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, other, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: FDA-2014-n-0736-1966) on (B)(4) 2014. The most recent information was received on 15-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pains on my right side worse than labor pain, severe cramps, sometimes pain for no reason in the pelvic area/ really painful") and pulmonary embolism ("pulmonary embolism") in a (B)(6) year-old female patient who had essure (batch no. 796910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (date of births: (B)(6)), c-section, gallbladder operation on (B)(6) 2009 and hernia repair on (B)(6) 2015. Previously administered products included for an unreported indication: implanon from 2007 to (B)(6) 2011. Concurrent conditions included general anesthesia since (B)(6) 2011 and hypothyroidism. Concomitant products included cyclobenzaprine hydrochloride (flexeril) for back pain, medroxyprogesterone (depo provera) in (B)(6) 2011 for birth control, lisinopril in (B)(6) 2017 for blood pressure abnormal, atenolol for blood pressure high, topiramate (topamax) for headache and weight loss, potassium for potassium low, trazodone in (B)(6) 2017 for sleep difficult, levothyroxine for thyroid activity decreased as well as furosemide (lasix) and spironolactone. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods with blood clots"), weight increased ("weight gain ((B)(6)") and allergy to metals ("nickel allergy") with rash. On (B)(6) 2011, 1 month 12 days after insertion of essure, the patient experienced pulmonary embolism (seriousness criterion disability). In (B)(6) 2011, the patient experienced neuropathy peripheral ("neuropathy in her thighs / neuropathy"). In (B)(6) 2012, the patient experienced peripheral swelling ("swelling in her hands / swelling in her feet"). In (B)(6) 2012, the patient experienced migraine ("migraines"). In (B)(6) 2013, the patient experienced abdominal pain lower ("severe cramps"). In (B)(6) 2016, the patient experienced abdominal distension ("bloating / bloated stomach"). On an unknown date, the patient experienced tooth disorder ("lost all her teeth have dentures cause they started crumbling"), depression ("depression / depression") with loss of libido, irritability and feeling abnormal, dyspareunia ("painful sex when she had it"), inflammation ("went for confirmation test and could not have it done because she was so inflamed"), hypothyroidism ("worsening of hypothyroidism / aggravates hypothyroidism") with fatigue and alopecia, sciatica ("thigh was numb from sciatica") with back pain and hypoaesthesia, tooth loss ("loss of all teeth"), bipolar disorder ("bipolar"), anxiety ("anxiety") and post-traumatic stress disorder ("ptsd"). The patient was treated with anticoagulant sodium citrate, muscle relaxants, gabapentin, sumatriptan (imitrex) and surgery (essure was removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pulmonary embolism, menorrhagia, weight increased, allergy to metals, migraine, abdominal distension, tooth disorder, depression, dyspareunia, inflammation, hypothyroidism, sciatica, tooth loss, abdominal pain lower, neuropathy peripheral, peripheral swelling, bipolar disorder, anxiety and post-traumatic stress disorder had not resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, anxiety, bipolar disorder, depression, dyspareunia, hypothyroidism, inflammation, menorrhagia, migraine, neuropathy peripheral, pelvic pain, peripheral swelling, post-traumatic stress disorder, pulmonary embolism, sciatica, tooth disorder, tooth loss and weight increased to be related to essure. The reporter commented: she did not claim unintended pregnancy following her use of essure. She did not claim allergic to nickel or any other component of essure.she did not retain any portion of essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in (B)(6) 2013: coils were located. On (B)(6) 2013: fluoroscopy :essure confirmation test. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case. No product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device medical assessment: based on the available information. There is no relationship between the reported event(s) and a quality defect. Further company follow-up with the consumer, other, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: pfs received: events ¿loss of all teeth, severe cramps, swelling in her hands and feet, bipolar disorder, anxiety, depression, ptsd & neuropathy are added. Lot number (796910) added. Concomitant medications levothyroxine, atenolol, gabapentin potassium flexeril, spironolactone trazodone, lisinopril, lasix , topamax and imitrex are added. Historical condition: pregnancies-2 , live births-2, c-sections added. Surgical history gallbladder removal, hernia repair , essure removal are added. Historical drug implanon added. Patient and reporter information updated. Event outcome added. ¿essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.